Manufacturer narrative:
Upon reassessment of the reported event it was determined that this product should have been reported on MFR number (B)(4).

Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown stem, unknown; unknown, unknown cup, unknown; unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08039, 0001822565 - 2017 - 08041, 0001822565 - 2017 - 08042.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient has been experiencing chronic pain in the right side of his buttock for approximately six months. A CT scan shows irritation at the distal tip of the stem. Attempts have been made and additional information on the reported event is unavailable.